Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53(line number 5632 file number 2005) critical handling alarms confirmed in the history/trace files on 08/24/2024 at 10:35:03.000. Pump was cut open to perform visual inspection and found evidence of severe moisture damage on the motor / keypad flex connector / pcba 1 u22, j1, j6 & j7 / pcba 2 j1 boards. Unable to measure force sensor zero offset due to moisture on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, label damage(faded/stained/peeling), cracked belt clip rails, and corroded battery tube. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53(line number 5632 file number 2005) alarms confirmed in the pump history files due to severe moisture on the electronic assemblies. Moisture exposure confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump was exposed to moisture. The customer reported no adverse event. The event involved product mmt-1712kl. Troubleshooting was performed and found that the pump was dropped and had a crack. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712kl was requested and customer response was the device was returned.